Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported during the implant procedure, the lead exhibited high pacing impedance on the right ventricle. Physician attempted several times to adjust the lead, but high pacing impedance was still noted. A new lead was used to complete the procedure. No adverse consequence reported on the patient. The patient was stable after the procedure.